Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the patient's pacemaker exhibited far r oversensing. No intervention was performed. The patient had no adverse consequences.